Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a small piece of steel from the balanced tip fragmented into the patient's eye during the sculpt phase, as soon as he depressed the foot pedal, during a cataract procedure. The surgeon was able to removed the piece. The phaco tip was replaced with another and he completed the procedure. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
One opened balanced phaco tip was returned for evaluation for the report of the tip breaking during surgery. A review of the device history records traceable to two possible reported lot numbers indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no additional complaints associated with the lot for the reported issue. A visual inspection of the phaco tip was performed and deemed nonconforming. The phaco tip is broken at a location just behind the distal tip region in front of the first bend. The break is very jagged in nature. The wall thickness at the break is even. The inside diameter has no visual evidence of being occluded. The threads and flange shows some wear from the tip being on the handpiece. The complaint evaluation does confirm the phaco tip is broken. The root cause for the broken phaco tip cannot be determined from this evaluation. The most likely cause for phaco tip breakage is from aggressive machine/procedure usage with the phaco tip, but no conclusion about the tip usage could be determined from this evaluation. No specific action with regard to this complaint was taken by the manufacturing facility because the reason for the complaint issue cannot be determined. All phaco tips are 100% visually inspected by trained operators using magnification during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).